Event description:
Information received indicates the brake caster will lock into brake but continues to swivel if pushed.

Manufacturer narrative:
The technician replaced the brake caster to repair the bed.